Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime tests. The motor was tested outside of the device and it passed. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error 4 times in the last 30 days. The caller stated that the insulin pump had not been exposed to a high magnetic field. The customer's blood glucose was 5.1 mmol/l. The customer was unable to complete the rewind sequence. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.